Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.

Event description:
Customer reported the system switched from subtraction mode to roadmapping mode during an angiography. No pt injury was reported.